Event description:
It was reported that there was a loss of therapeutic effect when the stimulation was on. The stimulation was in the wrong location. Pt had acute pain in the vaginal area when the stimulation was turned on so the system had been off for one month. Caller also reported the system is changing programs on its own as well. The pt was at home with undetermined status.

Manufacturer narrative:
(B)(4).